Manufacturer narrative:
Product event summary: this is a converted complaint level evaluation the controller ((B)(4)) and batteries ((B)(4)) were not returned for evaluation. A review of the manufacturing records confirmed that the associated devices met all requirements for release. Log file analysis revealed that the controller ((B)(4)) contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). However, the reported beeps are most likely attributed to momentary disconnections between the controller and batteries; momentary disconnections will result in an audible tone or "beep". Furthermore, the momentary disconnections were likely related to the reported "power disconnect" alarm. If the momentary disconnection last longer than 20 seconds, a power disconnect alarm will occur. A review of the event file did not reveal a loss of power near the last data point recorded, which was on september 9th, 2017. The event file, however, revealed two controller power up events on april 6th, 2017. The data file did not cover this time period. Based on the available information, the reported premature power switching, reported "beeps" and "pump stops" were confirmed. The most likely root cause of the premature power switching events, alleged power disconnect alarm and "beeps" can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the reported "pump stop", or loss of power, can be attributed to a disconnection of both power sources from the controller. An internal investigation was initiated to capture events involving the momentary disconnections between the controller and batteries. An internal investigation was initiated to capture events involving the controller losing power. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: b3 additional products: (B)(4). This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient¿s controller ac adapter was also associated with this event. The controller ac adapter was exchanged.

Manufacturer narrative:
Other devices involved in this event: d1: heartware ventricular assist system ¿cac adapter d4: cac adpater/ cac014894/ model #: 1430de/ catalog #: 1430de/ expiration date: unknown UDI #: unknown d10: yes, return date: 2019-01-15 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: unknown h5: no h6: patient code(s): c26696 h6: device code(s): a0708,a070801 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one controller and one controller ac adapter were returned for evaluation. Seven (7) batteries were not returned for evaluation. A review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Failure analysis of the returned devices revealed that the units passed visual inspection and functional testing. Log file analysis revealed that the controller (con214407) contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving all seven batteries and a premature power switching event that was due to communication error involving bat511159. Momentary disconnection will result in an audible tone or "beep" and were likely related to the reported "power disconnect" alarm. If the momentary disconnection last longer than 20 seconds, a power disconnect alarm will occur. Additionally, log file analysis revealed two (2) controller power up events on 26/sep/2017 at 18:12:22 and on 03/oct/2017 at 16:56:24.the data point prior to the first loss of power revealed that bat511227 was connected to power port one (1) with 37% relative st ate of charge (rsoc) and bat511188 was connected to power port two (2) with 50% rsoc. The data point recorded after the loss of power revealed that bat215518 was connected to power port (1) and bat215401 was connected to power port two (2). The controller was with out power for a maximum of 12 minutes 19 seconds. The data point prior to the second loss of power revealed that bat511188 was connected to power port one (1) and bat215256 was connected to power port two (2). Several momentary disconnections were logged leading up to the second loss of power. The data point recorded after the loss of power revealed that bat511188 was connected to power port (1) and bat215256 was connected to power port two (2). The controller was without power for a maximum of 8 minutes 32 seconds. As a result, the reported "power switching", "beeping" and "loss of power" events were confirmed. The reported "power disconnect alarms" event could not be confirmed. However, are likely related to a longer than 20 second momentary disconnection. The most likely root cause of the premature power switching events can be attributed to momentary disconnections and communication errors between the controller and battery. However, the most likely root cause of the reported "beeps" and "power disconnect alarms" are most likely attributed to momentary disconnections between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation has been opened to evaluate momentary disconnections and implement corrective actions as required. Additional products: battery/ bat511227 h6: FDA device code(s): c133517 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 battery/ bat215401 h6: FDA device code(s): c133517 h6: FDA results code(s):3213 h6: FDA conclusion code(s):12 battery/ bat511188 h6: FDA device code(s): c133517 h6: FDA results code(s):3213 h6: FDA conclusion code(s):12 battery/ bat215518 h6: FDA device code(s): c133517 h6: FDA results code(s):3213 h6: FDA conclusion code(s):12 battery/ bat511159 h6: FDA device code(s): c133517 h6: FDA results code(s):3213 h6: FDA conclusion code(s):12 battery/ bat215522 h6: FDA device code(s): c133517 h6: FDA results code(s):3213 h6: FDA conclusion code(s):12 battery/ bat215256 h6: FDA device code(s): c133517 h6: FDA results code(s):3213 h6: FDA conclusion code(s):12 controller ac adapter/ cac014894 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: b3, b5, d11, h10. Product event summary: one (1) controller, seven (7) batteries ((B)(6) ), and one (1) controller ac adapter were returned for evaluation. A review of the manufacturing documentation confirmed that the associated controller and batteries met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the units passed visual inspection and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Data log files revealed multiple instances involving (B)(6) where the battery¿s relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. Further analysis revealed several premature power switching events that were due to momentary disconnections involving (B)(6) as well as a premature power switching event that was due to communication error involving (B)(6) . Log file analysis also revealed several momentary disconnections that did not lead to premature power switching events involving (B)(6) , and an adapter within the analyzed period. Momentary disconnection will result in an audible tone or "beep" and were likely related to the reported "power disconnect" alarm. If the momentary disconnection lasts longer than 20 seconds, a power disconnect alarm will occur. However, no alarm file was submitted for analysis. Additionally, log file analysis revealed two (2) controller power up events on (B)(6) 2017 at 18:12:22 and on (B)(6) 2017 at 16:56:24. The data point prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 37% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 50% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for a maximum of 12 minutes and 19 seconds. The data point prior to the second loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). Several momentary disconnections were logged leading up to the second loss of power. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for a maximum of 8 minutes and 32 seconds. As a result, the reported power switching, "beeping," loss of power, and communication error events were confirmed. The reported "power disconnect alarms" could not be confirmed; however, they are likely related to a longer than 20 second momentary disconnection. The most likely root cause of the premature power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. However, the most likely root cause of the reported "beeps" and "power disconnect alarms" are most likely attributed to momentary disconnections between the controller and power sources. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation evaluated momentary disconnections. An internal investigation was initiated to capture events involving the controller losing power. Additional products: d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 10, 3331, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 10, 3331, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 10, 3331, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 10, 3331, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 10, 3331, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 10, 3331, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d4: serial #: (B)(6) d10: yes, return date: 01-jul-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10 d4: serial #: cac014894 h3: yes dev rtn to MFR? Yes h6: device code(s): c63025, c133517 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that one of the batteries also had a communication error.

Manufacturer narrative:
(B)(6). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware® ventricular assist system - battery. (B)(4) / catalog number 1650de / expiration date 31-mar-2018. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Labeled for single use: no. Device code(s): battery issue c63030; FDA 2885 heartware® ventricular assist system - battery. (B)(4) / catalog number 1650de / expiration date 31-mar-2017. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Labeled for single use: no. Battery issue. Heartware® ventricular assist system - battery. (B)(4)/ catalog number 1650de / expiration date 31-mar-2018. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Labeled for single use: no. Battery issue. Heartware® ventricular assist system - battery. (B)(4) / catalog number 1650de / expiration date 31-mar-2017. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Labeled for single use: no. Battery issue. Heartware® ventricular assist system - battery. (B)(4) / catalog number 1650de / expiration date 31-mar-2018. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Labeled for single use: no. Battery issue. Heartware® ventricular assist system - battery. (B)(4) / catalog number 1650de / expiration date 31-mar-2017. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Labeled for single use: no. Battery issue. Heartware® ventricular assist system - battery. (B)(4) / catalog number 1650de / expiration date 28-feb-2017. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Labeled for single use: no. Battery issue. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient experienced anxiety because there were multiple beeps and switches between power sources. This occurred on all batteries and ac power on both power connectors. The message displayed was "power disconnect - reconnect power 1/2". It was also reported that there were two occasions of pump stop and restart incidents. The batteries and controller were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.